Manufacturer narrative:
The device was received in with indentations to the exterior housing and damages to the dust covers in the battery slot were also noted. Functional testing of the unit was not able to confirm the reported no power issue, as the device powered on during testing. However testing showed the device did not sound when in use with the pull magnet and sensor pad due to a faulty speaker. This loss of functionality would result in the alarm¿s failure to alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device, it is likely normal wear and tear that contributed to the defect. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported alarm will not power on even with new batteries. Alarm looks new. The date the issue was discovered is unknown and no patient incident or injury was reported.